Event description:
It was reported that the procedure was to treat a mildly tortuosity and calcification, concentric with 90% stenosis in the distal right coronary artery (rca). The 2.5x15 mm nc trek balloon catheter was advanced post-dilatation; however, the balloon ruptured during the first inflation at 14 atmospheres. A second 2.5x15 mm nc trek balloon was used to complete the procedure. There was no resistance during the advancement or removal of the device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: sion; stent: xience prime 2.5x18mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.